Event description:
Call transferred from answering service. Spoke with (B)(6), pt's father. He stated that the pt's pump (cadd-legacy) started alarming last night and it wouldn't stop. Even after the batteries were taken out. The pump was still alarming (sn (B)(4)). He states that the pt placed the pump inside a desk drawer to "muffle the sounds and it eventually stopped. Informed him that pharmacy can send replacement pump right away via (B)(6), but (B)(6)states that pt has two back up pumps at the moment and was ok to wait till monday. No other info available. Dates of use: from (B)(6) 2016 to na. Diagnosis or reason for use: pulmonary arterial hypertension.